Event description:
Rv lead noise detected on pace/sense. The lead is still currently implanted and no revisions have been reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.